Manufacturer narrative:
Exact date unknown, event occurred in 2016. Explant date: 2016. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 16195800.

Event description:
It was reported that the patient was experiencing lost of stim coverage. The patient underwent a spinal cord stimulator explant procedure. The explanted devices will not be returned.